Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a several no delivery alarm and customer woke up with a high blood glucose of 500 mg/dl and treated with manual injection. Customer's blood glucose reading was 252 mg/dl at the time of call. Customer stated that the insulin pump had a recurring no delivery alarm and reported that the blood glucose reading would continue to rise even after treatment with insulin pump. Customer believes that the insulin pump was under delivering insulin. The customer was advised to reach out to his healthcare professional for possible infusion set changes and high blood glucose treatment. The insulin pump is not expected to return for analysis.